Event description:
It was reported that (B)(4) damaged the case with the bone cement in it. When opened at the hospital, there was liquid in the bottom of the box and that the smell was so bad that the box had to be immediately closed. Hospital was told to dispose the product.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.